Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aneurysm repair assisted by co2 digital s ubtraction angiography and intraoperative contrast-enhanced ultrasonography: single-center experience tantawy g t,seriki d, rogers s, katsogridakis e, <(>&<)> ghosh j. Annals vascular surgery 2021; 70: 459¿466 https://doi.org/10.1016/j.avsg.2020.06.036. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in evar procedures where co2-assisted evar with intraoperative contrast-enhanced ultrasound (ceus) was implemented in an attempt to avoid contrast-induced allergy or nephropathy. Endoanchors were implanted in two cases. The following malfunctions were observed; type ia, ib, ii endoleaks the following adverse events were observed; occlusion 8 weeks postoperatively with acute limb ischemia. Two non aortic-related mortalities were recorded at the 3-year follow-up mark.